Manufacturer narrative:
(B)(4).

Event description:
It was reported that product sterility was compromised. The target lesion was located in the coronary artery. A 3.00x12mm synergy ii was advanced and deployed successfully in the lesion. When the stent delivery system (sds) was removed from the patient, the physician noticed that there were some kind of "blue particle" on the mid shaft of the sds which appeared like some kind of fiber from the drape. The procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 12 mm stent delivery system (sds) was returned for analysis without a stent. The stent was not returned as it had been deployed successfully in the patient. The balloon wings were relaxed and there was evidence of contrast medium in balloon. Balloon appeared to have been inflated and deflated. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. During analysis blue foreign material (fm) was identified wrapped around the shaft, the fm was close to exchange port upon return however the fm was not fixed in position it moved distally and proximally along shaft. The fm was removed from the device for material characterisation analysis. As per the results, the fm had the appearance of a circular ball of fibres with a diameter of approximately 2 mm. The fm sample was assessed using fourier transform infra-red spectroscopy (ftir) and scanning electron microscopy (sem). From both the sem images and the ftir spectra the fm appeared to consist of cotton fibres. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that product sterility was compromised. The target lesion was located in the coronary artery. A 3.00x12mm synergy ii was advanced and deployed successfully in the lesion. When the stent delivery system (sds) was removed from the patient, the physician noticed that there were some kind of "blue particle" on the mid shaft of the sds which appeared like some kind of fiber from the drape. The procedure was completed. No patient complications were reported and the patient's status was fine.